Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed and the lcd display was replaced to resolve the issue. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device powered on with a black display with a white line across it. Complainant indicated that there was no patient involvement in the reported malfunction.